Manufacturer narrative:
The device received with pillowing keypad overlay. Could not perform displacement test due to unresponsive keypad overlay.

Event description:
It was reported that the insulin pump's keypad overlay is damaged. The customer¿s blood glucose level at the time of the incident is unknown. Report does not state whether the device was able to lock into place or not. No further details or information available. The device will be returned for analysis.